Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with tricuspid regurgitation (tr) for a triclip procedure. During the preparation of triclip steerable guide catheter(tsgc), loss of column was observed during dilator insertion. The tsgc was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects reported.